Event description:
The customer tested their blood glucose and received a result of 137 mg/dl at 12:20am. The customer stated they were feeling weird and couldn't see. Their family member took pt to the e.r. A lab test was performed between 1:00 and 1:30am. The test result was 61mg/dl. The customer was given peanut butter, crackers and juice. Controls were in use, it is unk if they were in range. A request was made for the return of the suspect device and replacement products was sent.